Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken tip of a button screw inserter. The surgeon snapped the tip off on final rotation of 8.5mm diameter screw in the sacrum. 5mm of the tip snapped off, but is contained within the polaris polyaxial screw housing. A rod was put on top of it and locked down with set screw.

Manufacturer narrative:
The returned inserter was examined and the tip was confirmed to have broken off. The manufacturing records were reviewed; there were no indications of manufacturing issues which would have contributed to this event.